Manufacturer narrative:
MFR ref no: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. The device history record review (DHR) was completed and revealed no findings that could have directly contributed to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. The reported symptom 'un-clearable upstream occlusion' was confirmed in the event history log (ehl) review and reproduced during evaluation. The ehl review does not indicate that a nonconforming product was involved. Evaluation determined the cause was a failed upstream sensor. The upstream sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.